Event description:
The patient's generator firmware was updated on (B)(4) 2020 to prevent similar resets as previously reported for this generator. After the update, data review confirmed device was functioning as intended. Note that prior to the generator firmware upgrade, it was found that the generator had reset again on (B)(4) 2019. No further relevant information has been received to date.

Manufacturer narrative:
Internal field number: (B)(4). Voluntary medical device correction (remedial action) was initiated by the manufacturer on 08/22/2019, and the physician was provided a notification letter with recommended actions.

Event description:
It was reported that the patient's generator could not be interrogated (message: "generator not found" and was potentially impacted by a firmware issue that may cause device resets and communication issues. The patient also noted that they hadn't felt stimulation since july. Manual device reset resolved the communication issues. The data was reviewed by the manufacturer. It was determined that the patient's device had been in reboot mode since date of implant on (B)(6) 2019 until it was manually reset. Diagnostics were okay after manual reset. Internal investigation has identified that the root cause of the unexpected device reboot and communication issues is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware. The manufacturer's device history records of the generator were reviewed. The generator passed final functional and quality specifications prior to release for distribution. No further relevant information has been received to date no known relevant surgical intervention has occurred to date.